Event description:
Per dealer, joystick will not reverse direction with a mono port switch, will go forward once when powered on but will only tilt backwards after that and getting stuck in drive lockout, spoke with tech, no injury, dealer could not provide any further information.